Manufacturer narrative:
The subject device was returned for device investigation. During investigation, it was noted, corrosion on the plug unit caused the reported e315 issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during service / maintenance, the broncho videoscope, experienced an error code 315 (detection error). There were no reports of patient involvement.